Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for troponin t hs stat on a cobas 6000 e 601 module. The initial troponin t hs stat result was 3.00 pg/ml with a data flag. The customer stated there were approximately 5 tests remaining in the reagent pack when the incorrect low result was generated. Calibration signals from the day of the event were high. Qc results were also erratic on the day of the event. The customer changed to the standby reagent pack with the same lot number, calibrated, performed qc and repeated the patient sample. The repeat result was 65.84 pg/ml. The repeat result was believed to be correct. The initial result was reported outside of the laboratory but was corrected before the physician saw it. There was no allegation that an adverse event occurred. The patient had a myocardial infarction and was in the hospital for treatment. The patient has since been discharged from the hospital. The e601 module serial number was (B)(4). The field service engineer (fse) visited the customer site and did not identify any instrument issues. Analyzer performance test results were within specification. The investigation determined that the root cause of the issue was an unidentified problem with the reagent pack.